Event description:
Customer reports that the turbine does not work properly. The device was not in clinical use at the time the issue was discovered.

Manufacturer narrative:
The aware date for this event is (B)(6) 2016.

Manufacturer narrative:
The actual become aware date for the initial report is 13-jan-2016. The distributor's field service engineer (fse) was able to duplicate the reported problem. The distributor's fse repaired the unit by replacing the blower. The customer returned the blower assembly for failure analysis and was tested but no failures were identified. The report was submitted as part of the remediation for CAPA 3069005.